Event description:
A malfunction alarm with code malf 16 was reported. There was no adverse impact to the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.